Manufacturer narrative:
The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Event description:
It was reported to philips that the device powers on and alarms but there is nothing on the screen. The device was not in clinical use at the time of the event. There was no report of patient or user harm.

Manufacturer narrative:
The caller advised that the led lights were working. The caller advised that he was able to power the unit on and got a 1007 code. The caller advised that he was unable to go into diagnostic mode. The caller requested for a power management (pm) pcba to be replaced and understands that if the pm pcba does not resolve issue, the customer will be charged for the part that corrects the issue. The caller advised that the unit¿s top cover is off and confirmed that the part ID for pm pcba. The pm pcba was replaced to resolve the reported issue. Full pm performance assurance tests were conducted. All tests passed.